Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported: "as revision surgery, when dr am going to loose lag-screw, dr was not able to loose it. Then, tip of lag-screw was broken. Finally, dr exchanged to the other lagscrew (100mm). Surgery extended time: about 5 hrs."